Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), migraine ("migraines "), headache ("headaches "), nausea ("nausea "), vaginal discharge ("discharge ") and infection ("infection "). The patient was treated with surgery (multilateral salpingectomy ). Essure was removed on (B) (6) 2013. At the time of the report, the device dislocation, pelvic pain, migraine, headache, nausea, vaginal discharge and infection outcome was unknown. The reporter considered device dislocation, headache, infection, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Information added/updated: date of birth, insertion and removal dates of essure, removal method, events (migraines, headaches, malposition of essure device, nausea, vaginal discharge, infection). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device / malposition of essure device location of device: distal of fallopian tube on right"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and swelling ("swelling") in a 39-year-old female patient who had essure (batch no. 910606-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd. Previously administered products included for an unreported indication: mirena iud from 2004 to 2012. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, vomiting, diarrhea, abdominal distension, flank pain, dysuria, increased urinary frequency, abdominal bloating, muscle cramps and oedema. Concomitant products included promethazine for nausea as well as ranitidine hydrochloride (zantac) since 2012 and topiramate (topamax) from 2010 to 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), disturbance in attention ("neurological conditions or problems, type: difficult to focus"), mental impairment ("neurological conditions or problems, type: inability to complete thoughts"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In 2013, the patient experienced vaginal discharge ("discharge"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), infection ("infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ulinateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, swelling, migraine, headache, nausea, vaginal discharge, infection, night sweats, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, depression, anxiety, fibromyalgia, disturbance in attention, mental impairment, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, abdominal distension, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, infection, menorrhagia, mental impairment, migraine, mood swings, nausea, night sweats, pelvic pain, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: both tubal ostla were identified and the essure devices were introduced showing 4 coils bilaterally. Plaintiff went under tubal ligation on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: the coils were irritating my intestines; on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: the coils were irritating my intestines; on (B)(6) 2013: results: essure bilateral tubal micro-insert placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, back pain, abdominal pain, nausea, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device / malposition of essure device location of device: distal of fallopian tube on right"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and swelling ("swelling") in a 39-year-old female patient who had essure (batch no. 910606-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, vaginal infection and pelvic inflammatory disease. Previously administered products included for an unreported indication: mirena iud from (B)(6) to (B)(6). Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, vomiting, diarrhea, abdominal distension, flank pain, dysuria, increased urinary frequency, abdominal bloating, muscle cramps and oedema. Concomitant products included promethazine for nausea as well as ranitidine hydrochloride (zantac) since (B)(6) and topiramate (topamax) from (B)(6) to (B)(6). On (B)(6) 2012, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), disturbance in attention ("neurological conditions or problems, type: difficult to focus"), mental impairment ("neurological conditions or problems, type: inability to complete thoughts"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss") and pollakiuria ("bladder or urinary problems or changes- urinary frequency"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In (B)(6), the patient experienced vaginal discharge ("discharge"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced infection ("infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ulinateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, swelling, migraine, headache, nausea, vaginal discharge, infection, night sweats, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, depression, anxiety, fibromyalgia, disturbance in attention, mental impairment, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, abdominal distension, alopecia, back pain and pollakiuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, infection, menorrhagia, mental impairment, migraine, mood swings, nausea, night sweats, pelvic pain, pollakiuria, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: both tubal ostla were identified and the essure devices were introduced showing 4 coils bilaterally. Plaintiff went under tubal ligation on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: the coils were irritating my intestines; on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: the coils were irritating my intestines; on (B)(6) 2013: results: essure bilateral tubal micro-insert placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, back pain, abdominal pain, nausea, fibromyalgia. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received- new event bladder or urinary problems or changes- urinary frequency were added. Medical history were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device / malposition of essure device location of device: distal of fallopian tube on right"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and swelling ("swelling") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd. Previously administered products included for an unreported indication: mirena iud from 2004 to 2012. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, vomiting, diarrhea, abdominal distension, flank pain, dysuria, increased urinary frequency, abdominal bloating, muscle cramps and oedema. Concomitant products included promethazine for nausea as well as ranitidine hydrochloride (zantac) since 2012 and topiramate (topamax) from 2010 to 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), disturbance in attention ("neurological conditions or problems, type: difficult to focus"), mental impairment ("neurological conditions or problems, type: inability to complete thoughts"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision") and alopecia ("hair loss"). On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal discharge ("discharge"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), infection ("infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (ulinateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, swelling, migraine, headache, nausea, vaginal discharge, infection, night sweats, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, depression, anxiety, fibromyalgia, disturbance in attention, mental impairment, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, abdominal distension, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, infection, menorrhagia, mental impairment, migraine, mood swings, nausea, night sweats, pelvic pain, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: both tubal ostla were identified and the essure devices were introduced showing 4 coils bilaterally. Plaintiff went under tubal ligation on (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: the coils were irritating my intestines; on (B)(6) 2013: total bilateral occlusion then the coils were irritating my intestines; on (B)(6) 2013: essure bilateral tubal micro-insert placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, back pain, abdominal pain, nausea, fibromyalgia. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, yeast infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: fibromyalgia, neurological conditions or problems, type: difficult to focus, inability to complete thoughts, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: blurred vision, fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, abdominal pain, vaginal discharge. Onset date of event device dislocation, migraine, headache, nausea were update. Historical drug, concomitant disease and drug, age, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device / malposition of essure device location of device: distal of fallopian tube on right"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and swelling ("swelling") in a 39-year-old female patient who had essure (batch no. 910606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd. Previously administered products included for an unreported indication: mirena iud from (B)(6) to (B)(6). Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, vomiting, diarrhea, abdominal distension, flank pain, dysuria, increased urinary frequency, abdominal bloating, muscle cramps and oedema. Concomitant products included promethazine for nausea as well as ranitidine hydrochloride (zantac) since (B)(6) and topiramate (topamax) from (B)(6) to (B)(6). On (B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced abdominal pain (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), disturbance in attention ("neurological conditions or problems, type: difficult to focus"), mental impairment ("neurological conditions or problems, type: inability to complete thoughts"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision") and alopecia ("hair loss"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In 2013, the patient experienced vaginal discharge ("discharge"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), infection ("infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ulinateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, swelling, migraine, headache, nausea, vaginal discharge, infection, night sweats, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, depression, anxiety, fibromyalgia, disturbance in attention, mental impairment, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, abdominal distension, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, infection, menorrhagia, mental impairment, migraine, mood swings, nausea, night sweats, pelvic pain, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: both tubal ostla were identified and the essure devices were introduced showing 4 coils bilaterally. Plaintiff went under tubal ligation on (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: the coils were irritating my intestines; on (B)(6)2013: results: total bilateral occlusion; on (B)(6)2013: results: the coils were irritating my intestines; on (B)(6)2013: results: essure bilateral tubal micro-insert placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, back pain, abdominal pain, nausea, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6)2019: incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal in (B)(6) 2012). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.